Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Please look to rr: 2021898-2022-00100 for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a shunt. It was reported that the patient was implanted with the shunt, but lately was observed that there was no proper csf drainage. The health care professional examined and observed that the shunt was broken and malfunctioned. The procedure was completed and now needs revision as the product is not functional. Additional information was received stating that the health care professional did not know the shunt was not functioning correctly when it was implanted into the patient. The patient was implanted with the device for 2 years and 4 months before it started to malfunction. The patient experienced the following symptoms: headache, seizures , csf was getting collected in the brain parenchyma. After the procedure the patient was doing well until this (B)(6) which was his last follow up. The revision surgery was on (B)(6) 2022.